Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during three occasions it was noted that the yellow plastic fell into patient's eyes. These were removed when discovered, except for minimal that could not be removed as they were stuck. After visual inspection it was noted that the yellow caps were broken at the edge after screwing the tip. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip, phaco tip plastic wrench, or particles were returned for evaluation. Because a product sample or particle was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Based on the complaint information, the phaco wrench is a possible source for the plastic particles. The most likely source for the generation of wrench material is from the improper removal of the phaco tip so that the distal end of the tip hits the inside wall of the plastic wrench when the tip is being removed from the wrench or from over torqueing the wrench when placing the phaco tip onto the ultrasonic handpiece. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).